Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: urology (2020); 146:72-78. Doi: https://doi.org/10.1016/j.urology.2020.09.018.

Event description:
Title: modified autologous transobturator tape surgery - a prospective comparison with transobturator tape surgery. The aim of this prospective, nonrandomized cohort trial was to compare modified autologous transobturator-tape (a-tot) and transobtrator-tape (tot) surgeries in terms of effectivity and complications. Between december 2017 and march 2019, a total of 117 patients with uncomplicated sui were included in the study. A-tot was performed in 36 patients (mean age = 50.8 ± 9.3 years; mean bmi = 29.0 ± 4.1) with autologous fascia elongated with two 2-0 nonabsorbable polyester stay sutures (ethibond, ethicon, new jersey). The mean follow-up time was 21.5 ± 1.1 months. Reported complications included vaginal exposure (n=1) treated with topical estradiol, vaginitis (n=1) treated with topical antibiotics, positive cough stress test (n=1), pgi-I score >2 (n=1), and increased pvr (n=?). In conclusion, the a-tot technique has comparable objective cure and subjective cure rates with the tot technique, with similar overall complication rates. The use of the a-tot technique provides the opportunity to avoid mesh-related complications and has better results compared to the tot technique in terms of postoperative voiding dysfunction and de novo filling phase symptoms.